Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: aspirin, calcium carbonate, cardizem, hydralazine, levothyroxine, methotrexate, (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2018, the patient underwent reintervention for aneurysm enlargement of approximately 9mm within a three month time period. The proximal trunk was relined with two gore® excluder® aortic extender components and two gore® contralateral leg components were used to reline the limbs. An endoleak was suspected however intra-procedure imaging did not identify any endoleak. The patient tolerated the procedure.